Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The user did not confirm that there were no abnormalities such as gaps in the equipment or residual foreign matter in the inspection before procedure. Identification of the material could not be determined. The check valve (which automatically emits air when the inner pressure increases) which prevents the inner pressure of the scope connector from increasing is installed at the venting connector, and a foreign material was recognized to have adhered at the venting connector. Therefore, there is a possibility that a foreign material clogged and the check valve could not be fully closed, which resulted in water intrusion. Since water intrusion was recognized in the endoscope, when the defective event occurred liquid could have adhered to the circuit which was embedded in the scope connector section. Then, conduction error occurred, which caused the suggested event. It is considered that since liquid evaporated after the suggested event occurred. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of e315 scope error was not confirmed. The customer's allegation of scope connection leak was confirmed. Follow-up with the customer was attempted to confirm whether the scope connector was handled in accordance with instructions for use (IFU) "chapter 5 reprocessing of endoscopes" in the cleaning/disinfection/sterilization section of the instruction manual. The customer stated leakage detection is not carried out according to the reprocess. The following findings were observed during the device evaluation, however are considered non-critical and therefore do not present a potential for harm: s-connector was dirty due to water leakage. Scratches were found on the scope (s)-connector, the universal cord, the scope (s)-cover, the right/left knob, scope connector (sc) cover, and connecting tube. The control unit had discoloration and the color ring had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that during a diagnostic procedure, the evis lucera elite gastrointestinal videoscope experienced an e315 scope error and scope connection leakage. The procedure was completed using the same set of equipment. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, evidence of incorrect reprocessing was found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.